Event description:
It was reported that the patient presented in clinic with symptoms of fatigue and light headedness. Upon interrogation the right ventricle lead exhibited noise. The lead was capped and replace successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.